Event description:
It was reported that a patient presented with under-sensing noted on the patient's right ventricular lead. No information regarding intervention or adverse patient consequences were reported.